Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verioiq meter was displaying inaccurately high readings compared to his feelings or normal results. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported on (B)(6) 2013, at 11:55pm, he obtained a reading of "498mg/dl" on the lfs meter. The patient reported he self administered 20 units of novarapid (short acting insulin). The patient reported he set the alarm to go off 2 hours later. The patient reported 1 hour later at 1am, his sister found him in a "diabetic coma." The patient reported his sister called the doctor on call. The patient reported the following day at 3:30am he woke up in a hospital and was told he received 2 glucose catheters and his blood glucose was now "200mg/dl." It is unclear how much time passed between the reported symptoms and treatment from a healthcare professional. During the time of troubleshooting the patient confirmed the meter was in the correct unit of measurement at the time of testing. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the meter reading high, he self administered a high dose of insulin, developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional for an acute complication of diabetes.